Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient came to the hospital after a fall injury. Due to the large wound area, the doctor cleaned the wound and sutured it to promote faster recovery. However, during the first stitch, the needle broke and became lodged in the patient's wound. The doctor immediately used forceps to remove the broken needle, calmed the patient and their family, cleaned the wound, replaced the product with a new one, and continued suturing. After completing the suturing procedure, the doctor informed the patient's family about relevant precautions. The patient then left the hospital and continued to be observed at home.